Event description:
Received a right knee replacement with a zimmer persona device, lot # 56586565,(B)(4) on (B)(6) 2014. Continued to have severe pain post surgery on lateral side to tibia area. Additional surgery (arthroscopy) performed on (B)(6) 2014 where physician released popliteus tendon; this did not rectify problem and pain persisted. Another arthroscopic surgery performed on (B)(6) 2014 to remove lateral cement mantle which was thought to be causing impingement the lower right side of the knee. A lateral retinacular release was also performed during this surgery. To date, there remains severe pain in the lower lateral area of this right knee that all the surgeries have not improved upon. Knee continues to have inflammation requiring frequent icing and inability to stand or sit for periods longer than one hour. C-reactive protein blood tests show continued elevation as a marker for inflammation. Continued disability from normal daily activities and unable to return to work. Pain medication is still being prescribed and is necessary due to severity of continued pain resulting from knee replacement.